Event description:
A complainant reported a patient was implanted with an impella 5.5 pump while awaiting a heart transplant. The 5.5 lost placement signal after 17 days of support; however, the pump remained on to support the patient. The patient was successfully weaned from the 5.5 and received the heart transplant.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. As per the clinical details, the doctor reported a false position in the aorta alarm and disabled the placement signal monitoring on 11/7. Also placement signal was corelating with a-line. The pump continued to be used. The data log shows several random temporary drops in signal not reliable to 0 and contrast below 15 during the reported placement signal discrepancy, with no correlation to motor current. This trend in optical signal parameters caused the spike in placement signal to 3000 and the psnr (placement signal not reliable) alarm during the case run. Additionally, there were several pump in aorta alarms followed by the disabled positioning motor. The false position in the aorta alarm or placement signal discrepancy related to the pump could not be confirmed with the trend observed in the data log. The cause of the optical signal issue was not determined since product was not returned sufficient clinical information was not provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.